Event description:
A 7 french swan ganz catheter was inserted into the patient's body to measure the right heart pressure. The thermistor, which was attached to the tdco cable, indicated that there was no connection made. A new cable was tried but there was still no response. The catheter was removed intact and another swan ganz was used, which worked appropriately. There was no patient harm as a result of this incident.